Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Additional information received reported perioperative antibiotics had been administered. Risk factors that applied to the status of the patient prior to device implant included having multiple sclerosis and a debilitated status. The patient didn¿t have meningitis. The date of the last pump refill was not known. Symptoms included a fever, redness, swelling, drainage, incisional wound opening and pocket erosion. A culture was obtained of the device pocket; the type of organism cultured was staphylococcus. In terms of treatment, total device system explant occurred. Outcome wise, the infection resolved.

Event description:
It was reported that there was an infection at the pump pocket in the right side of the patient¿s abdomen. They were treating a superficial infection at the pump site incision for ¿quite some time¿, but yesterday the patient was admitted to the hospital because of the infection. A health care professional inquired about dosing considerations as the pump was going to be removed. The pump was used to infuse lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).